Event description:
It was reported that during an implant procedure, this right atrial (ra) lead was positioned but exhibited high threshold measurements. During an attempt to reposition the ra lead, the helix would not rotate properly. The ra lead was eventually removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported. This ra lead is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection showed the lead tip/helix appeared to be normal, no damage or deformations were observed. The lead was returned with the helix in a retracted position with dried body fluid and tissue noted in the helix housing, which is normal for active fixation leads. Testing was completed to test the electrical performance and inner insulation integrity, measurements throughout these tests were within range. A stylet insertion test also passed without issue, indicating no blockage of the lumen. A helix mechanism test could not be performed due to dried blood/body fluid and tissue in the helix housing, thus confirming the helix allegation made in the field. Analysis was unable to confirm the threshold allegation.

Event description:
It was reported that during an implant procedure, this right atrial (ra) lead was positioned but exhibited high threshold measurements. During an attempt to reposition the ra lead, the helix would not rotate properly. The ra lead was eventually removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.